Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted the full lead was returned with the helix extended and stretched with tissue on the helix.the distal conductor is distorted in the connector from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant procedure. During the revision procedure the helix was unable to be retracted, and when removed from the body it was observed to be "stripped". The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.